Manufacturer narrative:
The insulin pump was received with blank display due to shorted/burned components on motherboard. The rewind, basic occlusion, occlusion, priming, compromised force sensor system error, excessive no delivery and displacement tests were all unable to be performed due to blank display. There was no crack on the lcd window. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer's grandmother reported via phone call blank display and damage on the insulin pump. Customer's blood glucose level was 348 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised there was damage on the lcd display screen and a crack on the display screen. Customer experienced a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.